Event description:
It was reported, during the implant procedure, the lead was advanced with difficulty. It was further reported insulation was bunched and appeared hazy. Consequently, the physician explanted this lead, and a new lead was used to treat the patient without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood was present on the helix mechanism. Electrical testing to determine continuity of the conductor(s) passed. Primary analysis findings: no anomalies found.